Event description:
It was reported that the device displayed the unknown message "connection unsuccessful" during warm up. Product was provided for evaluation. An external visual inspection was performed and passed. A voltage test was performed and passed. A nordic bluetooth pairing test was performed and failed. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. In addition, signal loss over one hour was found in connection to the reported allegation. The probable cause could not be determined via data. The reported event of the device displayed the unknown message "connection unsuccessful" during warm up is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).